Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead became dislodged. No adverse patient effects were reported. Additional information indicated that this lead was explanted and a competitor's product was successfully implanted.